Event description:
It was reported that a spectrum pump load set display down not appear when pump door is open and key inserted into keyhole this occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported "load set display does not appear when pump door is open and key inserted into keyhole," was not reproduced. The evaluator was able to load a set without issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the upper latch was found damaged. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.